Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter up and down arrow buttons were not responding. The medical surveillance specialist (mss) was unable to follow up with the patient. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:10am, the patient reported the alleged issue first started. The patient reported using non adjusting insulin (type and dose unknown) to manage her diabetes. The patient reported she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time, she felt 'shaky and sweaty.' The patient reported on (B)(6) 2012 at 12:00pm, she contacted her healthcare professional for phone advice, and was told to 'keep checking meter and write down readings.' It is unclear if the patient was able to test despite the alleged issue. The patient denied testing on another device. At the time of troubleshooting, the cca determined this was not the first time the meter had been used, and there was no misuse of the meter. The patient reported the issue was not occurring intermittently. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported as an adverse event because the patient reported she was unable to test due to the alleged issue, and developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found, the complaint was not confirmed. A device history record (DHR) was ordered for this meter, but the serial number was invalid or unavailable for review. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.